Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic sacrocolpopexy in 1998 and mesh was implanted. The patient than underwent a posterior repair with mesh inlay in 2003 for a recurrent prolapsed. It was noted that the mesh eroded into the vaginal epithelium and was trimmed. In 2004, she required further excision of the posterior mesh. In 2010, she experienced pain and discharge in the area of the eroded sacrocolpopexy mesh. She than had a laparoscopic and vaginal excision of the sacrocolpopexy mesh. Post operatively, she experienced hemorrhaging and required another surgery and a blood transfusion.